Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the duration of the procedure prolonged/extended due to the issue with the cdh29p device? How long was the procedure prolonged (minutes)? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please explain. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy, when the doctor was trying to place the anvil on the trocar of the circular stapler on the distal portion of the colon of the sigmoid, the trocar that was fully opened was pushed back through the hole that it had been placed through. Therefore, the assistant, that was down below with the stapler, had to replace the trocar through the existing hole in the distal portion of the sigmoid, in order to get the trocar and anvil connected. The doctor was able to attach the anvil because she was holding the knob to make sure the trocar wouldn't retract. The doctor was able to staple the anastomosis, and was satisfied it was a good anastomosis. The procedure was extended because the doctor had to place the anastomosis in the distal portion of the bowel. There were no patient consequences reported.